Manufacturer narrative:
Product evaluation: analysis results not available; device discarded and will not be returned.

Event description:
It was reported that immediately following the procedure, the patient experienced "decreased o2 sats", and was admitted. X-rays showed "bilateral mid and lower lung edema, pneumonitis, and/or atelectasis. There are new small bilateral pleural effusions. A pneumothorax is not identified." The patient was "given only fentanyl and ondansetron in ER. Levaquin, clindamycin and duoneb given on floor. Discharged to home on (B)(6) 2015 with diagnosis aspiration pneumonitis and sent home on clindamycin." The patient has since recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.